Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, definitive cause for the reported gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Patient ID (B)(6). This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was prepared for use and no issues were noted. The cds was advanced into the left atrium, and attempts were made to actuate the grippers. However, one gripper could not be lowered. Troubleshooting maneuvers were performed, but the gripper could never be lowered. The device was then removed, without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Two clips were implanted, reducing mr to grade 1+. No additional information was provided.